Manufacturer narrative:
The insulin pump was unable to perform prime test due to cracked end cap. The insulin pump was unable to verify prime alarm due to cracked end cap. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 170 mg/dl. Customer also state states that there is a motor error alarm. The insulin pump will be replaced.